Event description:
Consistently found playtex brand tampons to be contaminated with matter appearing as smudges and foreign matter on applicators. After initially noting one contaminated box, was curious and purchased several more, spacing over time. Found same type of material in several applicators from several boxes. Different store locations in metropolitan area. Should have saved labels and lot numbers but was personally disgusted by the co and decided just not to use product. Then decided not to purchase product again. Finally decided others could be at risk who were not as observant. Instead of contacting co, decided it best to check if there have been many problems reported with this co. This report pertains to health and safety issue/quality control of a consumer product.